Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was no signal from the hd-sdi out terminal of the subject device at the unspecified timing. At the incoming inspection for the repair, olympus singapore checked the subject device and duplicated the reported phenomenon. Olympus singapore found the printed circuit board failure which made the hd-sdi out terminal of the subject device no signal and then the image of the subject was not displayed. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection by olympus singapore, there was the possibility that the reported phenomenon was attributed to an accidental failure of the digital image processing board (dp board) of the subject device due to excessive load and/or applying static electricity to the signal output terminal or a component failure on the dp board.